Manufacturer narrative:
This device and the trocar referenced in this report were returned to omsc for evaluation. The subject device had been stuck in the trocar. The evaluation confirmed that it was difficult to insert and withdraw the subject device from the trocar. After the subject device was withdrawn from the trocar, the evaluation of the subject device confirmed following. There were chips and scratches on the adhesive of the bending section. The outside diameter of the adhesive of the bending section satisfied the specification. It also confirmed that the inner diameter of the trocar which the user facility used was about 5.3 mm, and this size was smaller than the one specified in the instruction manual of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. This phenomenon was occurred due to that the user facility used trocar whose size was smaller than the recommended size specified in the instruction manual. The operation manual of the subject device has already warns following. Select a trocar with an inner diameter of more than 5.4 mm for use with ltf-s190-5 and more than 10 mm for use with ltf-s190-10. ·confirm that the endoscope can be smoothly inserted into and withdrawn from any trocar that can be used for an intended procedure (i.e. Trocar for endoscopes or one for accessories that could be used for insertion and withdrawal of the endoscope). Do not use a trocar that does not allow smooth insertion and withdrawal. Use of such a trocar may result in the bending section cover being damaged and detached.

Event description:
Olympus was informed that the user facility had inserted the trocar by optical method in the procedure and the doctor couldn't withdraw the subject device from a non-olympus trocar (5 mm) during laparoscopic surgery for abdominal wall scarring hernia repair. The user facility withdrew the subject device together with the trocar, and completed the intended procedure by exchanging the device. There was no patient injury associated with this report.